Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the nurse call/side comm board. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the nurse call/side comm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the nurse call buttons were not working on the side rails. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).